Event description:
In 2006, patient underwent surgery of her right foot for a bunion. The company's first knowledge that its product was associated with an alleged injury was when it was served with a lawsuit. As such, all the information currently available to report has been taken from the allegations within the legal complaint. The complaint contains multiple allegations involving medical malpractice against the podiatrist who did the surgery. Following the surgery, a polar care 500 was applied to the patient and the complaint alleges that improper instruction for use was given postoperatively by her medical professionals, and the unit was defective with respect to its design, manufacture, operation and warnings. The complaint further alleges that mg incurred non freezing cold injuries resulting in pain, disfigurement and physical impairment. At this time, there is no information available about the patient's medical history or condition. The unit has not been identified.

Event description:
Event described in earlier report is not breg product. Legal discovery identified that product used by patient was from different manufacturer and that breg product did not cause and or contribute to reported event.